Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found a hybrid s2 general anomaly with the hybrid. The pump was returned after approximately 28 months of service due to a continuous alarm and the inability to interrogate. As received, analysis was not able to interrogate the pump and it was no longer alarming as reported. Due to the hybrid issue, telemetry could not be performed. Logs could not be acquired and standard performance tests could not be performed. Initial destructive analysis noted a swollen battery, an anomaly that is consistent with an extremely high current drain. A static current drain test was performed on the hybrid and a confirmed failing high current drain of 498. A was noted. The hybrid was sent for further analysis. An update to the afc finding may be possible if a root cause failure is established.

Manufacturer narrative:
Analysis was updated. Product analysis laboratory (pal) analysis determined that the reported no telemetry, high cd, and constant alarming error conditions were caused by a solder bridge between the xa4 and xa5 signals on the u1 l334 ic. The afc analysis was updated to pump/hybrid/solder bridging.

Manufacturer narrative:
The description event problem was updated to include additional information.

Event description:
On 2016-01-27 additional information was received from an healthcare provider (hcp) via (B)(4) and a company representative. The issue was identified when the alarm sounded 5 times continuously, with 1 tone, which was not normal function. Information was noted that when the hcp checked the device, he confirmed from the pump, that the alarm had rung 5 times. Further information indicated that, as the abnormal alarm was triggered, an attempt was made to check the condition of the pump, and stop the alarm. However, interrogation using the programmer failed. The physician had never experienced the alarm before and assumed the pump had a problem, such as stopping, judging from the fact that spasticity was deteriorated after the event. The result of a catheter angiography showed catheter performance and a problem of the catheter was eliminated. Thus, it was considered there was a problem in the pump and pump replacement was conducted. On (B)(6) 2016, only the pump was replaced. Interrogation was attempted again using a clinician programmer (8840) on the extracted pump, but it was the same as before. When the spasticity was checked after the procedure, the worsening of spasticity had improved. The pump was returned for analysis. Additional information was requested regarding drug concentration/dose/lot, concomitant medications, and medical history. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) in (B)(6) regarding a patient receiving intrathecal gabalon 210 mcg (from (B)(6) 2013-continuing) via an implanted pump for multiple sclerosis. On (B)(6) 2016, "five times sounds alarm" and the event was related to the pump. Interrogation could not be conducted with the use of n'vision for the patient. When daiichi sankyo company (ds) visited the hospital to confirm the situation for the patient, ds was reported that the alarm was triggered in the morning on (B)(6) 2016 and was sounding since then. Ds confirmed that 5 times sounds alarm actually occurred for the pump as reported. The patient mentioned that the patient neither underwent MRI test nor hit the pump anywhere. There was no patient impact/complications observed. An attempt was made to interrogate the pump with the use of n'vision but failed. Thus, the log history could not be obtained. Also, the alarm could not be stopped as interrogation could not be conducted. Considering about impact on n'vision and electromagnetic waves, the physician attempted to interrogate the pump with two n'vision at different places (changed from the outpatient room of brain surgery dep. To another room of emergency outpatient), but this issue persisted. Therefore, the pump was suspected to have malfunction. As there was no actions for these events at present, patient was prescribed three tablets of baclofen to avoid withdrawal symptoms. The following follow-up was to be conducted on (B)(6) 2016 (thu). In the meantime, if abnormality/issue occurred, the patient was asked to visit the hospital. A refill was conducted on (B)(6) 2015 for the patient. A pump operability test was performed. There was no issue with variability at the refill then. As the pump could not be reprogrammed with the use of n'vsion, catheter fluoroscopy was not performed. An x-ray confirmed pump operation on (B)(6) 2016, and was to be conducted again on (B)(6) 2016 to check the rotor. As actions to resolve these events were unclear yet, no actions were conducted and the patient was currently placed under observation. The situation of the patient was to be followed up on (B)(6) 2016, and the physician was to consider about actions for these issues then. On (B)(6) 2016, the patient experienced a deterioration of spasticity and the classification was not severe. The patient was unrecovered. There was a causal relationship to the drug and pump and no relationship to the catheter, programmer, or surgical procedure. On (B)(6) 2016, the patient visited the hospital and interrogation was attempted again but failed. Changed the place with n'vision and interrogation was attempted but failed. Abnormal alarm continued. In addition, deterioration of spasticity was confirmed (not as bad as before the pump was implanted). Baclofen 30 mcg/minutes 3x5 days was prescribed. An x-ray was not taken. The pump would be replaced on (B)(6) 2016. Additional information has been requested, but was not available as of the date of this report. Additional information was received from a healthcare provider (hcp) via a company representative. The pattern of the alarm pattern was strange, and it was not critical or non- critical alarm. The pump was beeping several times consecutively, stops then immediately starts the sequence again. It was unknown what occurred and the issue was not solved. The patient's condition was good and symptoms of spasticity have not returned. Additional information was received from a healthcare provider (hcp) indicated as how to handle the issue was uncertain. The patient would be monitored until the situation could be checked again on (B)(6) and examine future measures. It was assumed that a pump abnormality occurred, which resulted from interrogation failure, abnormal alarm and worsening of the spasticity. As the patient and the family wish improvement of the symptoms as soon as possible, the pump would be replaced on (B)(6). The alarm incidents and unable to interrogate were unrelated to the investigational drug; however the increased spasticity was related to the investigational drug. The adverse event was aggravation of spasticity (suspected pump stop) on (B)(6) 2016. The patient was hospitalized and recovered on (B)(6) 2016. On (B)(6) 2016, spasticity condition was checked post-surgery and aggravation of spasticity was improved reportedly. There was no causal relationship between the drug and suspected pump stop.

Event description:
On 2016-04-21, additional information was received from a foreign healthcare professional (hcp) via a (B)(4) representative. It was reported that aggravation of spasticity was considered severity 3 for prolonged hospitalization for treatment. The patient's level of spasticity was back to the same level as prior to the itb pump implant procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-04-01, additional information was received from a healthcare professional (hcp) via (B)(4). Additional information that patient did have worsening spasticity of the lower limbs over night on (B)(6) 2016. They began gating lioresal on this date. Additional information also reported flow of cerebrospinal fluid (csf) from the catheter access port (cap) was confirmed during the pump replacement procedure on (B)(6) 2016. It was confirmed that there was neither an occlusion nor fracture of the catheter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-03-31, additional information was received from a foreign healthcare professional (hcp) via a (B)(4) representative. The ad ditional information reported that the patient's dose was decreased on (B)(6) 2016 to 150 ug daily. The event was reported as recovered on (B)(6) 2016. The previously mentioned catheter x-ray study was performed on (B)(6) 2016. On (B)(6) 2016, the administration of lioresal was finished. Drug therapy for adverse events included lioresal tablets 5 mg tablets by mouth with a daily dose of 10 mg (no. 3) with a start date of (B)(6) 2016 and stop date of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.